Event description:
The customer called to report high blood glucose levels for the past three days. The reported blood glucose reading at the time of the call was 387 mg/dl. Troubleshooting was performed, and found that the insulin pump was not programmed correctly. The customer was advised to contact her doctor to obtain her insulin pump settings. At the end of the call, the customer's blood glucose levels had risen to 440 mg/dl. The paramedics were called at that point. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.